Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to risk of swallowing of foreign objects that are not intended to be in the human body (such as test strips). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note 1: manufacturer contacted customer in a follow-up call on 10-feb-2025 to ensure that the initial concern was resolved - able to establish contact with customer who was feeling well at the time and stated they were not experiencing any symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 27-feb-2025 to ensure that the initial concern was resolved - able to establish contact with customer who reported no medical intervention had occurred since the last call.

Event description:
Consumer reported complaint for inadvertently swallowing true metrix test strips; customer had mistaken the test strips for his daily pills. Customer stated has the container of test strips next to his medication (pills) he takes in the morning. Customer stated that he had shaken the bottle and that it sounded like his pills; customer stated he had taken 3-4 and then realized after it was the test strips. Customer stated he ate breakfast in hopes that it passes thru. Customer also stated it has happened before where he has had it in his mouth but realized and spit it out. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported at the time of the call; customer stated they will contact his physician.

Manufacturer narrative:
Internal report reference number: (B)(6). B2: adverse event report is being submitted due to risk of swallowing of foreign objects that are not intended to be in the human body (such as test strips). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note 1: manufacturer contacted customer in a follow-up call on 10-feb-2025 to ensure that the initial concern was resolved - able to establish contact with customer who was feeling well at the time and stated they were not experiencing any symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 27-feb-2025 to ensure that the initial concern was resolved - able to establish contact with customer who reported no medical intervention had occurred since the last call.

Event description:
Consumer reported complaint for inadvertently swallowing true metrix test strips; customer had mistaken the test strips for his daily pills. Customer stated has the container of test strips next to his medication (pills) he takes in the morning. Customer stated that he had shaken the bottle and that it sounded like his pills; customer stated he had taken 3-4 and then realized after it was the test strips. Customer stated he ate breakfast in hopes that it passes thru. Customer also stated it has happened before where he has had it in his mouth but realized and spit it out. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported at the time of the call; customer stated they will contact his physician.